Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect prolactin results for a 38-year-old female patient. The following results were provided: initial result was 1282.65 miu/ml, the results of other platforms are normal (no value provided) (normal reference range 108.78 to 557.13 miu/ml). No impact to patient management was reported.

Event description:
The customer observed falsely elevated architect prolactin results for a 38-year-old female patient. The following results were provided: initial result was 1282.65 miu/ml, the results of other platforms are normal (no value provided) (normal reference range 108.78 to 557.13 miu/ml). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 67416ud01. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect prolactin reagent lot 67416ud01 was identified.